Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the leak originated from reagent probe b due to a failed cartridge chemistry (cc) sample probe wash collar vacuum valve. The fse indicated that the valves had been replaced one week prior to the event but the valves failed prematurely. The fse also found that the cuvette wash station vertical motor was damaged as a result of the leak. The fse proceeded to replace the wash collar vacuum valves for reagent probe b and cc sample probe, and the cuvette wash drive assembly to resolve the issue. Upon startup of the instrument, the fse noted that reagent probe a collar wash was stuck open and was flooding. The fse also replaced reagent probe a collar wash valve to resolve the issue. (B)(4).

Event description:
The customer reported that water had leaked from the unicel dxc 600i synchron access clinical system and onto the power supply drip tray and floor. The customer was unable to determine the source and volume of the leak. The customer has a spill handling plan in place at the laboratory and no injury or direct exposure to the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.